Event description:
Dealer advised right side frame is broken at the weld. Dealer advised all wheels are worn due to normal wear and tear. Dealer advised one clothing guard is missing off the chair.

Manufacturer narrative:
No end user information provided. The product is not expected to be returned. A follow-up will be sent if additional information is received.